Manufacturer narrative:
The investigation for the reported damaged sterile sleeve has been completed. The device was not returned for evaluation. Therefore, the exact root cause of the reported issue could not be determined. The instructions for use has provided information on how to handle the device. It states: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿ the failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 71yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there was breakage of the sterile sleeve that occurred during use of the device. There was no patient harm reported. Patient remained on support until weaned off.